Event description:
The hcp returned the catheter to the manufacturer due to the stylet meeting resistance when being pulled causing the catheter to "bunch up". The hcp reports during the implant procedure, the stylet did not slide out from catheter after insertion into the intrathecal space. The stylet met resistance when pulling on it causing the catheter to severely "bunch up." The angle of the needle was less than 1.5 cm. The needle was removed from the insertion site prior to removing the stylet. The stylet was removed with slow, steady pressure in a 180 degree line. The catheter was not implanted in the patient. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.